Event description:
Pt reported observing infusion set tubing separating from the luer lock. Pt indicated that he had experienced elevated blood glucose (500 mg/dl) as a result of the separated tubing. Pt indicated that he admin insulin injections to address the elevated blood glucose level. Pt did not report requiring any med assistance to address this issue. Pt not returning product.